Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 178 mg/dl. The customer declined tandem customer technical support's (cts) offer to troubleshoot as there was only 17 units left in the cartridge. The customer also reported a low bg level (51 mg/dl). The customer declined cts's offer to troubleshoot the low bg and stated that this was "normal" for her and food was consumed to address the low bg.